Event description:
Brake will disengage when the bed is moved. Brakes not holding.

Manufacturer narrative:
The hill-rom field investigation indicated the brakes would not hold on the bed. The hill-rom field tech adjusted the casters to repair the bed.